Event description:
Boston scientific received information that this implantable pacemaker was observed to have migrated and eroded from the pocket. A revision procedure was performed and the device was implanted more medial in the pocket and sutured in place. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.